Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis revealed that a partial lead was returned in two pieces, with the helix retracted and clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, the right atrial lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the atrial lead was explanted and replaced. The patient condition was unknown.